Event description:
Additional information was received from the patient. They reported that the have to keep it on 1 and that if they go higher it get worse. The have contacted their health care provided and will contact the medtronic rep. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they still had a problem with leaking at night and still leak some in the day time. Patient stated that when recharging they had a layer of clothing used and think they have clothes over the skin. They do think the skin is covered. They also use the belt. Patient mentioned they recharge every monday but sometimes the shocking start before it was time to recharge. They have the device on 1, step 4 but they think they might go to step 5. The shocking has not resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that recharging worked fine till the last monday, they've been charging every monday, they can hook up and put it against it, it acts like it is gonna do something but acts like it will connect goes around and around cannot be found . The following troubleshooting steps were performed; reset the handset, reset the recharger, . The troubleshooting steps that were taken on the call resolved the issue. Pt was successful to connect and reported the ins battery went from 40 to 50 percent with an excellent connection. The patient mentioned  starting not long after implant, off and on, they notice a little shock down their leg that is not painful, does not hurt. Pt said they called their doctor who told them to call medtronic. Reviewed pt has the options to turn stim down, change programs or off. Reviewed when they are done charging, if they choose to turn stim down and need assistance they can call pats back. No further complications were reported/anticipated at this time.